Event description:
The customer reported that the device jammed during use. There was no pt injury involved. When the sample was returned for eval it was noted that the knife was protruding from the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.